Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined. Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.

Event description:
It was reported after an ion biopsy procedure, a patient experienced respiratory failure which required hospitalization. The targeted lesions were located in the left lower lobe. One lesion measured 13x15x11mm in size and was on the pleura. The other lesion measured 18x15x17mm in size and was 3mm from the pleura. The ion procedure was completed as planned. Post-procedure, prior to discharge, the patient experienced acute hypoxic respiratory failure that required admission. The principal investigator did not believe the ion system caused or contributed to the respiratory failure, but related to the procedure itself.